Event description:
It was reported that during an unknown procedure, the tip of the pad breaks down. Tampon unusable because there is a risk of losing the paper tip intrathoracic.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. Additional information was requested and the following was obtained: "the tampon only breaks down after a certain time of use. If the intervention is shorter the tampon remains whole. So, the customer do not use more than 3 tampons or 4 maximum per intervention." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only one (1) dissector from the btd05 devices was returned with the dissector tip damaged. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot 936c60 number, and no non-conformances were identified.